Event description:
Materials: 309653, batch#: 4316388. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to report that we had receive 50 ml syringes with no markings. Bd 50 ml syringe luer-lok tip embout bd.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Investigation summary: it was reported there were 50ml syringes with no markings. To aid in the investigation, two photos were received for evaluation by our quality team. The photos show a syringe with the scale marking missing and a packaging blister top web. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 4316388. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel scale printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.